Manufacturer narrative:
This product group is inspected 100% for bends, kinks, proper securement of proximal fittings and other surface imperfections prior to transport. Upon examination, it was noted that approximately 9 cm of the distal portion of the sheath had completely separated and exhibited numerous kinks. Visual examination of the remaining 46 cm proximal portion revealed that while coil elongation was evident, the sheath separated without elongation. However, there is no evidence that suggests the device was not manufactured to specification. Iso standard requires a minimum break force of 3.37 lb for sheaths 5.0fr and larger, which has been verified through design verification testing. In addition, the instructions for use cautions the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight. Nevertheless, we are aware of the potential for occurrence regarding material separation, and previously addressed this matter in an effort to minimize the potential for recurrence. The appropriate individuals have been notified of this matter and we will continue to monitor for similar reports.

Event description:
Access was achieved in the right femoral artery. A bentson wire was then advanced up and over the bifurcation with use of a glidecath. The wire was then exchanged for an amplatz super stiff. Before switching to a long sheath, dilators were used to upsize the site. The physician chose an ansel sheath to try to cross, but was unable to cross. He then chose a 6 fr raabe, which was having difficulty crossing as well. When he went to remove the sheath over the wire, the wire seemed to be stuck in the sheath. It was not staying in the left side, it was moving with the sheath. The physician decided to pull everything and noticed the coils from the sheath when it got to skin level. He then fluoroscopied to see if he could see what had happened to the sheath and noticed the sheath was broken. A 2-3 inch piece of the sheath as well as a 2-3 inch piece of the wire were left in the patient's right iliac. He then proceeded to do an emergency cut down to remove the pieces. Patient outcome is unknown at this time.